Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product 5071-53 lead implanted: (B)(6) 2017; 6725 adaptor implanted: (B)(6) 2017; 6935m62 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient presented for an atrial fibrillation (af) ablation procedure, the atrial lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.